Event description:
It was reported that a user experienced sustained high blood glucose while using the ilet system, with the territory representative advising a site change and customer support contact; the caregiver subsequently transitioned the user to subcutaneous insulin via multiple daily injections pending discussion with the healthcare provider. Symptoms included hyperglycemia. Outcomes included the need for additional intervention to prevent more serious harm and the use of alternative therapy. Investigation included attempts to obtain additional information from the caregiver and a review of available device data. Investigation of this case revealed no device data available for review and no specific device or component malfunction identified. It was concluded that the cause of the hyperglycemia could not be determined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.